Event description:
Reporter indicated that a "not for human use" message was displayed on his vns programming handheld computer when attempting to interrogate a patient. The issue was resolved by performing a hard reset. The handheld and software have been returned to the manufacturer and are awaiting analysis.